Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch; no issues were observed. The return sensor was attempt to scan with evm (evaluation module) however, sensor did not scan. Data extraction was not successful. Tsg questionnaire analysis was performed; customer had reported that sensor had been utilized using a compatible libre reader or event 57r2 had been observed on event log. The root cause of the reported issue is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader ble module (bluetooth low energy). The reset and re-pairing functions were intended behavior from the reader and sensor devices; thus it was not considered a product malfunction. Abnormal number of repeated clock loss events were not intended behavior of the reader and were the root cause of the complaint. Further investigation was conducted, where a visual inspection was performed on the return sensor and no anomaly was observed. Sensor data extraction was unsuccessful. Tsg (troubleshooting guideline) questionnaire was reviewed showed that customer successfully paired sensor with a compatible reader and event 57r2 was observed. The root cause of the reported issue was unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader ble (bluetooth low energy) module. The reset and re-pairing functions were intended behavior from the reader and sensor devices, thus are not considered a product malfunction. Abnormal number of repeated clock loss events were not intended behavior of the reader and were the root cause of the complaint. Therefore, issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced "not being able to see, move, or speak" and experienced a loss of consciousness. Customer was unable to self-treat, requiring treatment of a glucose injection by a third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced "not being able to see, move, or speak" and experienced a loss of consciousness. Customer was unable to self-treat, requiring treatment of a glucose injection by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.